Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed via percutaneous cholecystostomy during a procedure in the gall bladder and cystic duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the proximal flange got stuck stuck (may have caught on the introducer sheath) which prevented the stent from deploying in the correct position. The physician believed that this may have caused a perforation of the gall bladder resulting in the proximal end of the stent deployed in the peritoneum. The patient was then referred for a follow up endoscopic retrograde cholangiopancreatography procedure to pull the other side of the stent from the duodenum and correct the stent placement. On the same day, the follow ercp was successfully completed. Post procedure, the patient woke up and then went to cardiac arrest which resulted to death. The physician believed it was due to anesthetic reaction.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed via percutaneous cholecystostomy during a procedure in the gall bladder and cystic duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the proximal flange got stuck which prevented the stent from deploying in the correct position. The physician believed that this may have caused a perforation of the gall bladder resulting in the proximal end of the stent deployed in the peritoneum. The patient was then referred for a follow up endoscopic retrograde cholangiopancreatography procedure to pull the other side of the stent from the duodenum and correct the stent placement. On the same day, the follow ercp was successfully completed. Post procedure, the patient woke up and then went to cardiac arrest which resulted to death. The physician believed it was due to anesthetic reaction.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f02 captures the reportable event of death. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code e2114 captures the reportable event of perforation. Patient code e2402 captures the reportable event of anesthesia reaction. Block h11: correction to block h6 patient codes.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f02 captures the reportable event of death. Impact code f2202 captures the reportable event of endoscopic procedure. Block h11: correction to block h1: type of reportable event. Correction to block h6: patient code; device code.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed via percutaneous cholecystostomy during a procedure in the gall bladder and cystic duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the proximal flange got stuck stuck (may have caught on the introducer sheath) which prevented the stent from deploying in the correct position. The physician believed that this may have caused a perforation of the gall bladder resulting in the proximal end of the stent deployed in the peritoneum. The patient was then referred for a follow up endoscopic retrograde cholangiopancreatography procedure to pull the other side of the stent from the duodenum and correct the stent placement. On the same day, the follow ercp was successfully completed. Post procedure, the patient woke up and then went to cardiac arrest which resulted to death. The physician believed it was due to anesthetic reaction.